Event description:
The port was placed 4/7/97 for chemotherapy. Between 8/17/97 and 8/20/97, it was reported that there was oozing at the port site and an inability to get a blood return. The port was discontinued and removed on 8/21/97. After the port was removed, the surgeon said the catheter had ruptured.

Manufacturer narrative:
The device history review showed no related mfg issues and one complaint of similar nature which was unconfirmed.